Event description:
Customer reported via phone call that the blood glucose level was increasing. Customer disconnected and primed and no insulin exit the tubing, customer did a rewind and tried again and still no insulin was exit. Blood glucose value went from 150 mg/dl to 320 mg/dl. Customer changed the site and treated with manual injection. During troubleshoot; it was stated that the drive support cap appears to be normal. The customer had changed the set and confirmed no insulin leaks or air bubbles were found and insulin is not expired. Customer declined to check their settings. The high pressure test was not performed as the customer did not have a tubing clamp. Customer will get back in contact when receiving the tubing clamp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.